Manufacturer narrative:
The device was returned for evaluation. The device evaluation found blood in centrifuge and top deck well. Also found blood on top deck, skin, the back of machine, drain pan and the bottom of machine. The outer skin was removed and fluid ingress was found. There was blood on the bottom of the chassis, controller board, top deck distribution board and the power supply, however, there was no evidence of burning or carbonization within the device. The device was cleaned, repaired and upgraded to the current fluid ingress remediation to mitigate damage caused if fluid enters into the body of the cardiopat device. (B)(4).

Event description:
Haemonetics received a report on (B)(6) 2014 for an cardiopat device with a complaint of "blood spill during processing." No patient injury or reaction reported.